Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dilated tube was inserted into the patient's radial artery, however, the catheter could not pass through the sheath and had to be removed. "The guide catheter could not be advanced through the sheath." There was no report of patient complications.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of catheter tight in sheath is not confirmed. The dilator was fully inserted and removed from the sheath without resistance. Although, the root cause of the complaint is undetermined the dilator and sheath passed dimensional inspection and passed visual/functional test specifications. No further action required at this time. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the dilated tube was inserted into the patient's radial artery, however, the catheter could not pass through the sheath and had to be removed. "The guide catheter could not be advanced through the sheath." There was no report of patient complications.